Event description:
It was reported by the customer the patient returned to the catheter clinic on 14 august 2024 to maintain heard a snort, found that the puncture port there is liquid oozing, looking for the cause, and finally withdrew the catheter outward, the tube insertion is 39cm, withdrawn and found in the catheter at about 38.3cm there is a trachoma, and then communicate with the patient and the doctor, and there are still 10 days will be hospitalized, is currently the first to cut the leakage section, retrieve a little bit of the catheter fixed! The catheter is now being fixed by cutting the leaking section and withdrawing a little bit of catheter to fix it, and then we will take a film to see the position of the tip of the catheter to see if it can be used again. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and it will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported by the customer the patient returned to the catheter clinic on (B)(6) 2024 to maintain heard a snort, found that the puncture port there is liquid oozing, looking for the cause, and finally withdrew the catheter outward, the tube insertion is 39cm, withdrawn and found in the catheter at about 38.3cm there is a trachoma, and then communicate with the patient and the doctor, and there are still 10 days will be hospitalized, is currently the first to cut the leakage section, retrieve a little bit of the catheter fixed! The catheter is now being fixed by cutting the leaking section and withdrawing a little bit of catheter to fix it, and then we will take a film to see the position of the tip of the catheter to see if it can be used again. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking groshong is confirmed; however, the exact cause is unknown. Two photographs of a groshong was returned for evaluation. An initial visual observation of the photographs showed what appears to be an external leak located approximately 4 cm distal to the connector joint along the catheter shaft. Although a leak is observed, no details of the damage of the catheter shaft can be discerned from the photograph. There were no distinguishing features in the returned photograph of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.